Event description:
Upon entering patient's room, philips monitor was not reading etco2. New etco2 cuvette placed in line, with no results. X3 had a new battery placed on (B)(6) 2024 @2130. New etco2 pod obtained to use in patient room and functioning correctly. No adverse affect on patient noted.